Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storageinvestigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 120 to 190 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is week of (B)(6) 2015. (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product returned, but evaluation pending to complete.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 120 to 190 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 104mg/dl, (B)(6) 2015, 03:07pm; 212mg/dl, (B)(6) 2015, 03:06pm; 202mg/dl, (B)(6) 2015, 03:04pm; 261mg/dl, (B)(6) 2015, 03:03pm; 200mg/dl, (B)(6) 2015, 03:02pm. Adverse event not reported.